Event description:
It was reported that during a right hemicolectomy procedure, the broad shoulders of the device caused a hematoma at the edge of bowel anastomosis when using the gold (setting) cartridge. This was resected (edge of bowel was amputated by the gold (setting) cartridge) and then caused bowel anastomosis to open and another cartridge had to be used which also caused bowel damage and required suture repair. Quote from surgeon, "had hematoma on admittedly fragile ti from shoulders of ntlc when firing transversely with gold to make functional e-e (end to end) at (B)(6) hospital at around one am. Amputated that corner with gold and ripped the bowel apart at the end! Re-resected with gold and had a similar bruise on bowel so sutured the serosa to staple line to cover it, then omental patch." Due to damage to the bowel from staples, the surgeon had to "suture the serosa to staple line to cover it, then omental patch." Hematoma (bruising) and damage/tear to bowel which needed immediate surgical repair. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: patient is stable. Terms of reference used in the quote from the doctor: function e-e is functional end to end anastomosis. (B)(6) is the hospital. Ti is terminal ileum (small bowel that was being anastomosed to the large bowel following removal of portion of right colon). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.